Event description:
Info received indicates the hi/low function is slowly drifting down overnight.

Manufacturer narrative:
The tech found the brake spring on the hi/low drive assembly was dirty and greasy. He cleaned and lubricated the hi/low drive brake spring assembly to repair the bed.